Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Product was provided for investigation. The allegation was confirmed via product. The cause of the pairing issue was due to a wearable failure. The probable cause was determined to be transmitter failure.